Event description:
On (B)(6) 2012 the patient contacted animas alleging issues with air bubbles in the cartridge leading to elevated blood glucose (bg) up to 500 mg/dl on one occasion. The patient did not provide specific dates for the elevated bg. Troubleshooting indicated incorrect cartridge fill technique, resulting in air bubbles. Customer technical support advised the patient on proper fill technique. There was no cartridge defect identified. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while using insulin pump therapy. Use error was determined to be a cause or contributor to the reported bg excursion, as there was a cartridge fill technique issue identified.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.